Event description:
It was reported that a vascular stent delivery system was difficult to advance over the 0.035" inch guidewire. Upon advancement into the 6f introducer sheath, the delivery system became stuck and could be advanced no further. Add'l force was applied in order to remove the delivery system from the introducer sheath. Upon removal of the delivery system, it was observed that the outer stability sheath had partially retracted and the stent had partially deployed within the sheath. Upon further examination, it was observed that the stent had broken into two pieces. One portion of the stent remained on the delivery system and the other portion remained lodged in the hub of the introducer sheath. The introducer sheath was removed and another one placed. Another device was then advanced and the stent was successfully implanted. No reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The device has been returned; the eval is currently underway.